Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell five of six of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Function tests performed included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. All function testing performed with no issues noted. The reported issue of a system error 2240 was not reproduced during evaluation and the cause of the issue was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.